Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's irritation resolved. The recipient resumed device use. This is the final report.

Event description:
The recipient reportedly experienced skin breakdown due to the headpiece. The recipient was prescribed an anitbiotic. The recipient was recommended to cease device use.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report.